Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. During the procedure, a qdot micro catheter was used. At first, seemed to work properly and also during the first ablations. After some ablations, when pressing the pedal for ablation, the force only then went to a different direction than before with a very high force showing up (around 60g). When stopping to ablate, the force went back to normal. The catheter was then removed after following the usual troubleshooting of reconnecting the catheter and switching the cable. When the catheter was removed for switching to a new one, the physician saw some blood in the catheter tip and assumed that blood went into the catheter tip. The procedure was completed successfully. No patient consequence was reported. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. It was unknown if the catheter pebax was physically cracked/broken. Not able to provide a picture. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed a separation between the pebax and the third electrode, and reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the third electrode on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and the third electrode, and a reddish material inside of it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be also related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ and ¿some blood in the catheter tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿separation between the pebax and the third electrode, and a reddish material inside of it¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ and ¿some blood in the catheter tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process related¿. Manufacturer reference number: pc-001713812